Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with the physical damage on the clip applier instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was no patient harm and no fragment issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of failed clip test to be related to the customer reported complaint. The instrument failed the clip test. The clip was unable to be properly loaded onto the grip tips. Additionally, the clip applier instrument was found with both grips bent. This failure caused the clip test failure of the instrument.